Event description:
It was reported that the pump battery intermittently could not be charged past 80 percent battery life. In addition, it was reported that the battery was depleting faster than expected. Customer¿s blood glucose level was 67 mg/dl. Multiple follow up attempts were made to obtain additional information; however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.